Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One dispensed needle suture combination and one empty foil packet that pertains to product code rs22 were received for analysis. The visual assessment of the product noted that the needles corresponding taper point needle; no issue related to product mix or incorrect component were observed. However, it was found that the tip of one of needles was damaged (bent). Based on the information currently available, damaged point issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Prior to using the suture it was noted that the needle tip was incorrect needle shape. Action: discarded the suture and open another suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2025. H.6. Component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: rs22 is reported to have a taper point needle type. Was a different needle type received (e.g reverse cutting, precision point, etc)? Hard to confirm if the needle was a different type, appeared to be slightly shorter and different shape at the tip from visual inspection. Is the needle size 48 mm? Yes, appeared to be the same size needle. Could you please confirm if the needle was dull? Yes, the tip appeared slightly duller and shorted in length. Are there photos available for visual analysis? Unfortunately, no photos were taken before the pc was packaged up for collection. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.